Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostics revealed impedances on l2 and the l3 lead had migrated. As a result, surgical intervention was undertaken wherein the l2 was explanted and the l3 was replaced to address the issue.